Event description:
It was reported that the control module shut down during operation of the breast biopsy and resumed without assistance. The patient biopsy was completed. There were no patient consequences reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.